Event description:
During the inspection of the returned loner instruments from the hospital, it was found that the tip of the screw driver was broke.

Manufacturer narrative:
Evaluation summary: the reported event that the screwdriver blade was broken could be confirmed. The visual examination revealed that a part of the tip of the blade was broken. The broken off part was not returned. Furthermore it was determined that the fracture surface of the blade shows the appearance of a ductile forced rupture resulting from very high torsional and bending forces. The remaining flank (exemplarily) of the torx is plastically deformed in turn in direction indicating high torsional forces during screw insertion. Additionally pressure marks at the slot area of the blade are visible pointing to the occurrence of high bending forces. Based on investigation the root cause of the tip breakage of the returned blade was attributed to a user related issue. The breakage was caused by the action of too high torsional and bending forces during application. Indications for any material, manufacturing or design related problems were not determined in the investigation. Therefore, no corrective actions are deemed necessary at this time.